Event description:
It was reported that this device was explanted due to eri status approx. 52 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage back to normal values. This ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.